Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found inside of the insulin pump. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The customer reported that the insulin pump was exposed to fluid. The blood glucose reading was 157 mg/dl. Prior to the event, the unit was dropped in the pool. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.